Manufacturer narrative:
To date, the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic lobectomy procedure, while being applied on the lungs, the device had poor staple formation. In order to resolve the issue, pressure was applied to stop the bleeding and the staples were replaced. The patient is alive with no injury.